Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In jan 2024, the patient noted the j tube was under tension. During endoscopies, the doctor tried to mobilize the j tube and had resistance to be able to remove 5 cm outside. A CT was requested before considering tube replacement. On (B)(6) 2024, during endoscopy, an ulcerated area in the jejunum where the tip of the probe was attached and a bezoar were discovered. The j tube was removed, the peg catheter was maintained, and omeprazole 40mg every 12 hours for 8 weeks was prescribed. Duodopa gel infusion was temporarily suspended.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar and ulcer known complications of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of a bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.